Manufacturer narrative:
The device was returned for evaluation. The reported mechanical jam plunger was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a mechanical jam (plunger deployment issue) include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, the first device was successfully flushed with saline prior to use. During use, there was no obvious flow from the marker lumen. The second device's plunger was stuck and therefore the plunger could not be depressed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 22fr and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.